Event description:
A medtronic representative reported a damaged a spine clamp instrument. The clamp appeared twisted and was not tightening down as it should. No further details regarding how the damage occurred were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site for issue resolution. Medtronic investigation of returned suspect device finds that the clamp face is bent to one side causing difficulty tightening the adjustment screw. The reported event was confirmed to be caused by physical damage of the clamp face.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.